Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the proximal cup of the humeral stem having disassociated from the distal stem (original reverse shoulder stem design). The surgeon replaced the stem with an altivate and the insert.